Manufacturer narrative:
Correction: d1, d4. Additional information: d9, e1, e3, g2 (add source), g4, h3, h4, h6, h11. H4 (additional): the lot was manufactured between january 28, 2023 - january 30, 2023. H11: the actual device was received for evaluation. Visual inspection was performed and leakage was observed from the administration spike port bonding area. Functional leak testing was performed and leakage from the administration spike port bonding area was observed. The reported condition was verified. The cause could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked at the administration port during setup. There was no patient involvement. No additional information is available.